Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vacuum was not building and it was lower than expected during a phaco procedure. The cassette pak was replaced with another and the procedure was completed. There was no harm to the patient. No product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The customer indicated the occlusion bell was heard.

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic surgeon reported that the vacuum was not building and it was lower than expected during a phaco procedure. The cassette pak was replaced with another and the procedure was completed. There was no harm to the patient. No product sample is available. Additional information was requested; however, none has been received to date. On 03/17/2017 additional information: the customer indicated the occlusion bell was heard. (B)(4).

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history records indicated the order was built to specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).